Event description:
The customer reported a problem with the led light. The problem was localized to the pacer switch assembly. The device is being further evaluated and the repair is pending. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.